Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The manufacturer¿s international service technician confirmed the reported blower issue. It was stated that e/c 1122 was recorded in the error log. And confirmed the reported led issue. The blower assembly was returned to the manufacturer for investigation: it was determined no faults found with the blower assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the manufacturer¿s international service technician confirmed the reported blower issue and a green color led lamp was flickering. There was no patient involvement.